Event description:
A malfunction alarm was reported, with a code of malf 0 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. Furthermore, instructions were given to contact support again if the issue reappears, which the customer acknowledged and understood.